Manufacturer narrative:
A customer reported a discordant, (B)(6) vitros (B)(6) combo ((B)(6)) result from a sample obtained from a tubing segment of a blood donor bag. It was tested using a vitros (B)(6) reagent lot 510 on a vitros 3600 immunodiagnostic system. The result was considered discordant when compared to a (B)(6) result obtained upon retesting the sample from the same tubing segment and a second tubing segment from the same donor bag on two vitros 3600 analyzers. The assignable cause for the discordant (B)(6) result was unknown. A review of historical quality control results indicated acceptable performance. A vitros (B)(6) lot 510 reagent issue is not a likely contributor to the event. In addition, there was no indication of a vitros 3600 analyzer malfunction. The laboratory tested two tubing segments from the same donor bag. They initially tested one of the tubing segments and obtained a (B)(6) vitros (B)(6) result. The laboratory repeated testing 2 days later using both tubing segments from the same donor bag on both vitros analyzers and results were repeatedly (B)(6) indicating the initial result was a false (B)(6). A review of e-connectivity data concluded that the sample viscosity associated with the initial and repeat results was similar enough that all vitros (B)(6) results were likely obtained from samples from the same donor bag and a sample mix-up was ruled out. The donor bag was discarded and no further investigation was performed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report a discordant, (B)(6) result obtained from a sample donor, using a vitros immunodiagnostics products (B)(6) combo ((B)(6)) reagent with a vitros 3600 immunodiagnostic system. Vitros (B)(6) combo = (B)(6) versus expected (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, (B)(6) vitros (B)(6) result was not reported outside the laboratory and there was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).